Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin and amikacin (first three doses). Amikacin was discontinued following the culture results. The patient was retrained in the continuous ambulatory peritoneal dialysis (capd) therapy protocol. At the time of this report, the patient was reported to have recovered from the peritonitis. Action taken with therapy was not reported. No additional information is available at this time.